Manufacturer narrative:
Supplemental created to notify FDA that this MDR was created in error. Parent file was reviewed and there is only 1 suspect set that was reported, returned and investigated. Investigation findings for the returned set documented in mrn 9616066-2020-00745.

Event description:
It was reported that the collar broke on the neonatal intensive [nicu] care unit. The medication was infused in macrobore tubing, then flushed - on the smith medical syringe pump. After removing the tubing from the smart site - the plastic collar snapped off the tubing and broke. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the collar broke on the neonatal intensive [nicu] care unit. The medication was infused in macrobore tubing, then flushed - on the smith medical syringe pump. After removing the tubing from the smart site - the plastic collar snapped off the tubing and broke.